Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort located at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg site was relocated which resolved the issue.

Event description:
Additional information obtained identified the thoracic ipg that was revised.